Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol: 81.4 ml, rate: 2.2 ml/hr, given volume:19.65 ml. One air bubble was observed in the tubing that extends across the top of the cassette. Patient was not affected. No further information available.